Event description:
It was reported that pump battery did not charge and power source alert occurred while customer was charging pump in car using non-tandem cable and adapter. There was no reported impact to the customer¿s blood glucose level. Customer later plugged pump into known working wall outlet, changed to different charging cable and wall adapter, and confirmed pump began charging without shutdown, while technical support advised against routine use of non-tandem charging supplies, arranged replacement charging supplies, and confirmed no further pump assistance was needed.